Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly due to the charging cable becoming disconnected. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.